Manufacturer narrative:
See bsc reference numbers (B)(4) for reports corresponding to other fibers used during this procedure.

Event description:
It was reported that this laser fiber was used during excision of eroded bladder mesh. During the procedure, the fiber was broken after 10 minutes of use. Additional fibers were used with the same result. The procedure was completed with a bipolar resection. No patient complications were reported. This report corresponds to the first fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported fiber break as the light from the sub miniature a (sma) connector was bright and round, indicating that there was no fracture within the connector. However, there was absence of the glass tip, indicating that it likely broke off. It is likely that procedural conditions, such as patient anatomy and physician technique, contributed to heavy degradation of the fiber tip, resulting in decreased energy efficiency. The instructions for use (IFU) states: before using the flexiva laser fibers, it should be fully understood the use of the holmium (ho:yag) and/or neodymium (nd:yag) laser, safety considerations, tissue interaction and proper technique specific to the treatment for which the device is intended to be used. Additionally, the IFU also states: in soft tissue applications it is helpful to move the distal tip back and forth or side to side to prevent the tip from sticking to tissue. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. See bsc reference numbers 15380009, 15380010, 15380012, 15380013, 15380014 for reports corresponding to other fibers used during this procedure.

Event description:
It was reported that this laser fiber was used during excision of eroded bladder mesh. During the procedure, the fiber was broken after 10 minutes of use. Additional fibers were used with the same result. The procedure was completed with a bipolar resection. No patient complications were reported. This report corresponds to the first fiber.